Event description:
Stent would not deploy. No harm to patient.======================manufacturer response for self expanding biliary stent system, protege everflex (per site reporter).======================MFR's rep was in procedure room at time of incident. Provided device to rep after reporting to FDA.